Manufacturer narrative:
Additional information received from the local field representative indicated that per patient records the patient has not had any additional procedures, surgeries or revisions. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an additional surgical procedure was required for this patient. It was reported that the lead came out of the pacemaker. No additional adverse patient effects were reported.